Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at t12 and l1 to treat traumatic compression fractures. While using the curette on the t12 vertebral body, the tip of the device broke off and remained in the vertebral body. According to the report, the patient was already scheduled to have an open laminectomy procedure at the t12 level, so the surgeon halted the balloon kyphoplasty procedure, and continued with the t12/l1 laminectomy procedure. The surgeon was able to easily retrieve the curette tip with a micropituitary instrument during the decompression. After the tip was removed the surgeon completed the balloon kyphoplasty procedure at t12 as originally planned. No fragments remain in the patient. No patient complications were reported and the procedure was completed successfully.

Manufacturer narrative:
(B)(6). (B)(4).